Manufacturer narrative:
Evaluation summary: sample was returned for evaluation. The product was found to leak between the manifold and the triple lumen tube. Visual examination of the leaking area observed delaminating at the manifold.

Event description:
There was a report of an occurrence of a leak at the heat exchanger of a fluid warming infusion set. No patient injury or adverse event reported.